Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a procedure on (B)(6) 2021, the lead had pulled out only partially but had broken completely. Part of the lead was left in the patient. The doctor did try to dissect the area to remove the lead fragment but was unable. The doctor then took the other broken tail and inserted it into the port of the ipg to use as a port plug and then snipped off part of the lead to shorten it.